Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with high blood glucose over 500 mg/dl and vomiting. He went to his doctor and who gave him an injection. The customer changed the set and the alarm was recurring and blood glucose was rising. He went to the urgent care with diabetic ketoacidosis. Blood glucose value at the time of admission was 498 mg/dl. The customer stated he has tried using different infusion set types, reservoirs from different lot number and two brands of insulin but he continues to have issues with no delivery alarms. Customer mentioned he changes the set and about an hour later the alarm would occur. Customer was treated with injections; he discontinued the use of the insulin pump and reverted to manual injections. Customer would be sent a sample of a different infusion set type he has not tried and email was sent to the diabetes clinical manager for assistance.